Event description:
On 6/10/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 6/4/24. The cds spoke with the user's certified diabetes care and education specialist (cdces). The cdces learned from the user that they "ran out of insulin," although the cdces suspects this may have been due to the user not wearing the pump or another issue. The user has a history of being hospitalized for dka 4-5 times per month, but since using the ilet system, this was the longest period the user had stayed out of the hospital. During the hospitalization, the user resumed using the ilet, which helped resolve the dka, bringing their blood glucose from the 400s mg/dl down to the 100s md/dl. However, prior to discharge, the user's blood glucose levels rose back up to the 300s mg/dl. The cdces inspected the ilet system to ensure everything was functioning properly. Upon disconnecting the tubing and attempting to fill it to check for insulin droplets, no droplets were observed, leading the cdces to suspect an issue with the ilet system. As a result, the user was discharged on injections, and an appointment was scheduled for (B)(6) 2024 to resume using the ilet. The cds offered to join the appointment via zoom to assist and report any issues with the ilet system. However, the user did not show up for the appointment. On 6/14/24 a beta bionics customer care agent contacted the user about the event. The user declined to provide further details about the hospitalization.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. Without more details from the user, we are unable to determine the cause of this event. Based on the user's healthcare providers feedback, it is possible the user was not wearing the device which led to this hyperglycemic event. The user has a history of frequent dka requiring hospitalization prior to using the ilet.